Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evproplus-29, the valve was loaded and an overlap up to the fourth node was noted. The valve was reloaded and fluoroscopic evaluation revealed an overlap up to the third and a half node. Pre-dilation was performed with an 18x40 balloon, and the system was introduced via the right femoral route. During the release of the valve, infold was observed. The valve was recaptured and removed from the patient. A new valve was loaded into a new delivery system, and upon rechecking, overlap was noted until the third node and a half. The delivery system and valve were deployed into the patient. During the release and left coronary cusp (lcc) check, the valve was noted to be 7-8mm deep, but the physician proceeded with the release in the lao projection. An echocardiogram evaluation revealed a mild to moderate leak, prompting post-dilation with a 23x45 balloon. The patient remained stable with a mild leak, an average gradient of 6mmhg, and a diastolic leak of 50mmhg. The anatomy-related cause of calcification was noted as a contributing factor.

Manufacturer narrative:
Continuation of d10: product ID: l-evprop23-29 (lot: 0012067499); product type: 0195-heart valves. Product ID: gwbc30 (lot: 92106992); product type: 0193-guidewire; implant date: n/a; explant date: n/a. Product ID: evproplus-29 (j210806); product type: 0195-heart valves. Product ID: d-evprop23-29 (0012395500); product type: 0195-heart valves. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data h2 h3 h6 image review: intraprocedural fluoroscopic images were provided for review of the event. Patient¿s executive summary was not provided for anatomical review. A pre balloon aortic valvuloplasty was performed prior to the valve implantation. Fluoroscopic valve load inspection of the valve revealed an overlap just prior to node 4 which would be considered a good load. The valve was implanted successfully without infolding; however, significant aortic regurgitation was observed which warranted a post implant dilatation. Final angiogram shows residual but improved aortic regurgitation medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. Annex f was changed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a transcatheter heart valve procedure involving the vlv evproplus-29, the valve was loaded and an overlap up to the fourth node was noted. The valve was reloaded and fluoroscopic evaluation revealed an overlap up to the third and a half node. Pre-dilation was performed with an 18x40 balloon, and the system was introduced via the right femoral route. During the release of the valve, infold was observed. The valve was recaptured and removed from the patient. A new valve was loaded into a new delivery system, and upon rechecking, overlap was noted until the third node and a half. The delivery system and valve were deployed into the patient. During the release and left coronary cusp (lcc) check, the valve was noted to be 7-8mm deep, but the physician proceeded with the release in the lao projection. An echocardiogram evaluation revealed a mild to moderate leak, prompting post-dilation with a 23x45 balloon. The patient remained stable with a mild leak, an average gradient of 6mmhg, and a diastolic leak of 50mmhg. The anatomy-related cause of calcification was noted as a contributing factor. Additional information was received to report the patient's cardiac anatomy included annular, aortic, and left ventricular outflow tract calcification and, per the physician, this contributed to the infold in the valve frame. It was noted although the case went well it took longer than expected.